Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to report the initial events and provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. While inspecting the device on site, as noted in b5, the fse discovered an e433 error code. A faulty printed circuit board was discovered. The fse also noted cracks around the socket and front panel sites. The mainboard was also found without a manual switch lock. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that a faulty printed circuit board caused the reported failure. However, this theory could not be confirmed. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An olympus field service engineer (fse) was on site performing an annual safety inspection on the customer¿s olympus hf unit and discovered that the unit was producing an e433 error code. There was no patient involvement during this event.